Manufacturer narrative:
Failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture at proximal side of fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the fiber beveled edge at the output window location is off center; the glass cap is protruding from the metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap distal end exhibits severe char on metal surface. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 429,000 joules while using the side-firing surgical fiber, the fiber reached end of life and the output beam was observed to forward-fire. Time expended: 42:30 minutes. The fiber tip/cap was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.